Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient did not think the pulses were going to the right spot. No further complications were reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that he had a problem with therapy for the past 4-5 months. The patient noted when he was on program d he was getting sensation in his feet and good therapy to his back. When the patient tried on (B)(6) 2017 to turn therapy on he was not getting stimulation in the right spot. The indications for use were spinal pain and post lumbar laminectomy syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.